Event description:
Complaint coordinator reports one incident of a blood leak with the psn 140 dialyzer. Incident occurred at the start of treatment and blood loss was reported as minimal. No patient injury or medical intervention was reported per complaint coordinator.